Event description:
This is filed to report clip deployment it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully deployed on the mitral valve. To further reduce, another clip was inserted and placed on the mitral valve. However, while attempting to deploy, the clip did not detach from the mandrel. Troubleshooting was performed and the clip was able to be deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult or delayed activation (clip deployment) associated with the difficulty detaching the clip from the delivery catheter could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.